Event description:
It was reported that while the physician was closing the pocket at implant, a vibratory notifier alerted. The pocket was closed and the physician attempted to restore the device via the engineering test page. Interrogation indicated that the device was in hardware reset. The device was then removed.

Event description:
It was reported that the patient deceased. It was noted that the lead exhibited a mechanical problem. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated but not yet begun

Manufacturer narrative:
Analysis confirmed the reported reset via review of the device image. However, the reset could not be reproduced in the laboratory. Testing on the bench and on the automated test equipment detected no anomalies and the device met all specifications. The cause of the reset was undetermined.